Event description:
Pt was to receive oncovin 2 mg and adriamycin 70 mg starting 01/03/00 to infuse over 96 hrs. Pump was programmed to administer a total volume of 107.0 ml at 1.0 ml per hr. On 01/04/00 at 0100 hrs on-call pharmacist received call that IV bag was empty. When pump program was reviewed pump screen displayed that a total volume of 2500.0 ml was to infuse at 104.0 ml per hr. The pump internal clock registered that the infusion had been running 12 hrs and 45 mins and that a total volume of 1296.0 ml had infused. Rptr attempted to contact the pt, without success, to ascertain whether pump alarmed at any time during the infusion or if pump was possibly dropped or bumped.